Manufacturer narrative:
(B)(4): customer reported unable to acquire 12 lead ECG. There was no reported adverse patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported unable to acquire 12 lead ECG. There was no reported adverse patient involvement.